Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2021-16235. It was reported that the patient was feeling sick and had high white blood cell count and infection was suspected. As a result, surgical intervention occurred wherein the patient's trial leads were explanted and discarded. The issue has resolved.